Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and motor tests were performed. Found a bent dual flag gear and optical cam sensor during investigation of the geartrain assembly. The cause of the problem was a bent flag gear would intermittently hit the optical cam switch as it rotates, causing the device to alarm 41622. The optical cam switch sensor and dual flag gear were replaced to fix the issue.

Event description:
It was reported that there was an error code #41622. The event happened during testing. There was no patient involvement, and no patient harm/adverse event reported.